Event description:
Patient undergoing a diagnostic cardiac cath in 06, at the end of the procedure, an angio-seal closure device was being deployed. The tampon portion of the angio-seal dislodged from the original deployment site over the left femoral artery and migrated into the right popliteal artery. This was confirmed by angiographyy. Om angiogram the angio-seal device was sitting at the bifurcation of the politeal vessels. Using a snare catheter the angio-seal device was taken up to the femoral artery. The patient was then taken to surgery to remove the angio-seal device. The patient was admitted to the hospital in 06 and discharged on the next day.